Event description:
In 2007, this incident was reviewed. Because the product had been moved to a different location within the patient, the determination was made that the product had not malfunctioned. This decision has been reconsidered, and thought best to report the event described below: while gathering additional information on incident 2006, a second incident was discussed by a hospital representative. According to the representative, the patient had electrical activity. [In the brain] in an area that was previously unk. A second set of [epilepsy] grids was ordered. They intended to place second grids in the active areas rather than expose the patient to unnecessary bacterial infection risk. The patient was opened when the staff discovered that the second set had not arrived. While the patient was opened, they discovered that parts of the original grids had floated on fluid above the brain [preventing electrode contact]. The original grids were moved to the new active area. The information about the original grids floating on the fluid above the brain was a second incident. The product for this incident is not yet known.

Manufacturer narrative:
The product is not expected to be returned for evaluation. An investigation has been initiated based upon the reported information.